Event description:
The catheter was a previously used resterilized catheter which was bent and could not be positioned in the coronary sinus. The catheter did not function the way it should in terms of torqueability. There was no adverse event to patient. The problem is that the catheter was not able to be manipulated when being used within the patient and it bent. It just did not function as it is supposed to. A brand new catheter was used successfully on this patient. The device should be returned to the reprocessing company and reported as a quality issue for their inspection.====================== health professional's impression======================the catheter did not function the way it should in terms of torqueability.